Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported there was an error and the programmer would not boot up. It was also reported the programmer was being used in a procedure and a black screen and serious programmer message were displayed. The programmer was returned for repair. No patient complications were reported as a result of this event.